Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller initially stated that patient has a scs system and had a "complication" with a lead and it is disconnected. Technical services attempted to clarify the situation further and caller stated that it is unknown which system the patient was referring to and just that they have a disconnected lead somewhere in them. Patient state that it was "too much to take out so they left it in". Troubleshooting was not required.  Patient indicated that disconnected lead is from their old scs system. Technical services (tss) reviewed that based on what patient reporting (and caller could confirm with imaging), there would be a concern that the scs MRI information is not correct and at best, patient would be head-only eligible. Tss reviewed head only guidelines as patient needs head scan. Tss suggested patient see managing hcp for scs and have implant information confirmed and potentially MRI info rmation updated.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.